Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device has not yet been returned for evaluation.

Event description:
It was reported that the facility found a hole near the hub of a patient's PICC after 2-3 months of use. There was no patient harm reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking and torn extension tubing was confirmed but the exact cause was unknown. The product returned for evaluation was a 4fr s/l powerpicc solo catheter. The sampled contained red usage residue throughout and white/gray dressing residue on the extension, molded joint and catheter tubing through the 2cm depth marker. Five permanent clamp impressions were seen along the extension tubing. Gross visual evaluation confirmed the presence of a circumferential split in the extension tubing approximately 2mm underneath the luer connector. Microscopic examination of the damage showed that the fracture surface was rough and granular and the damage regions correlated to points where the extension tube appeared to be irregularly adhered to the luer hub. No damage existed in regions of the extension tube which were not tacked to the luer hub. Examination of the fracture surface found striation-like lines which are typical of fatigue based failures. The fracture features at the damage site appeared similar to fatigue damage and flexural fatigue may have been a contributing factor but the damage location and tacking of the extension tube to the luer wall suggest other, unknown, contributing factor(s) may have also been involved. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the facility found a hole near the hub of a patient's PICC after 2-3 months of use. There was no patient harm reported.